Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study: following a cryoablation procedure involving a polarsehath, it was reported that patient experienced recurring hemorrhage in the groin twice post procedure on the same-day. Hemorrhage in the groin was observed again the day after, resulting in an extended hospital stay of one day. No interventions were performed and the event resolved on its own. The patient has been discharged home.